Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not close the twist clamp of the transfer set properly, leading to a fluid leak. Peritonitis was manifested by pain, abdominal pain, and cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After two to three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.